Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that oxygen bleed assembly required replacing. After it was replaced, the device was calibrated, battery tested, and the extended systems test and operational verification procedure was performed. The device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) is inaccurate and is off by 6 percent. It is currently unknown if there was any patient involvement associated with this event.